Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinical manager reported a blood leak that occurred during the patient¿s hemodialysis (hd) treatment. Upon follow-up, the clinical manager reported that the transducer line popped off of the venous port of the fresenius 2008t hd machine, causing the blood leak. There was no damage noticed on the fresenius combiset, loose connections, or issues during priming. The clinical manager stated that the 2008t machine did not alarm during the reported event. The clinical manager stated that a fresenius dialyzer was being used during treatment, however, dialyzer information was unavailable. The patient¿s estimated blood loss (ebl) was approximately 100ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient completed treatment on the same machine with new supplies. The complaint devices were discarded and are not available to be returned to the manufacturer for physical evaluation. Additional patient and event information was requested, but was not provided.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius regional equipment specialist (res). A records review was performed on the reported serial number. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.